Event description:
Healthcare professional reported a right side capsular contracture baker grade IV. Healthcare professional added, "any creases". Device has been explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: creases fold, deformation device, wear abrasion and weight to the spec. Creases are observed but have no relationship with manufacturing. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.6b., h.6.

Event description:
Device has been explanted.